Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including system level testing without duplicating the report. An internal inspection found no discrepancies. The device was recertifed and returned to the customer. Review of the logs showed that the device was not rescue ready at the time of the reported event. A critical error was logged from the day prior that had not been cleared before attempting to use the device for this patient event. The observed error was able to be cleared from the log during our testing. It is noteworthy to mention the device showed a red rescue ready indicator indicating the device was not ready for clinical use; however the customer continued to use the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.